Event description:
It was reported by service report that the zoom works intermittently. It is unknown to the customer if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Csi box.